Event description:
A us distributor contacted zoll to report that a patient developed an open wound blister under the lifevest equipment. Patient described the area as having little blisters from pressures sores from the garment being tight. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed a bed sore cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.